Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow-up/corrective actions taken: sample material was requested for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable results for 1 patient tested for elecsys tsh on a cobas e 402 analytical unit compared to the abbott method. 2. Patient age range: 57 years. 3. Patient weight range: asku. 4. Patient sex breakdown: male. 5. Patient race breakdown: asian. 6. Patient ethnicity breakdown: asku.